Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was unable to be confirmed. During the device evaluation, it was observed, that leakage was found on the electrical connector at the back of the lever handle. This finding was due to a missing pin of the electrical connector causing a loss in water tightness. Upon further inspection, it was observed, that there was a gap in the adhesive between the acoustic lens and the ultrasound probe. This finding was due to wear and tear damage with mishandling/ use over time. It was also observed, that the elevator channel plug was loose. It was observed, that the scope cover had discoloration. It was also observed, that the sheet holder unit had corrosion; due to water leakage. It was observed, that the display ultrasound image was defective; due to damage on the acoustic lens. It was also observed, that the adhesive on the bending section cover had a chip. It was observed, that the bending angle in the up direction did not meet the standard value; due to wear of the angle wire. Lastly, it was observed, that the universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had leakage at the back of the lever handle, and one pin was missing at the sealing connector. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed, that there is a gap in the adhesive between the acoustic lens and the ultrasound probe, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasonic probe issue could not be determined, however, the probe damage was likely the result of customer handling. The event can be detected/prevented by following the instructions for use which state: ¿warnings and cautions:¿ ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.